Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg meter read ¿high¿); cause was not known. Correction boluses delivered to address bg. Infusion set tubing and site were changed. Pump system check performed with tandem technical support; no device issues were found. Recommendation was made for the customer to discuss the event with a healthcare provider.